Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation".

Event description:
Healthcare provider reported a right side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, broken plug strap, delamination. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening on radius. Delamination. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. A sharp broken on plug strap assessed as unidentified (tear) opening. Delamination of the plug strap assessed as cohesive failure.

Event description:
Healthcare provider reported a right side deflation. The device has been replaced.